Event description:
It was reported the patient was unable to make adjustments with or without the antenna attached. It was reported that in the past month the patient has been having some difficulty connecting with their implantable neurostimulator (ins) however during the call the patient stated ¿they got it working again.¿ it was further reported that for longer than a month the patient¿s implantable neurostimulator (ins) has moved around in the pocket since the patient has lost 50lbs. It was further reported the patient programmer would not work but during the call they were able to get it to power on and saw the poor communication screen but was then able to connect.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID neu _ptm_prog, serial # unknown, product type programmer, patient. (B)(4).